Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While the device was at the philips bench, the repair technician observed the defibrillator capacitor was testing below spec and needed to be replaced. There was no patient involvement.